Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510(k): den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The returned catheter did not appear to contain any powder. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. When tested as returned, the device did not spray. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device sprayed constantly once the on/off valve was switched to "on" without use of the activation button. A hissing sound could be heard while the device was active. The device was disassembled and the tubes were disconnected for removal of the powder. No clumps of powder were observed in the tube between the powder chamber and on/off valve. A visual inspection of the cannula and hole in the bottom of the powder chamber showed the cannula to be clear. The low pressure valve was disconnected and taken apart for inspection. Trace amounts of powder appeared to be present on the o-ring. The o-ring appeared to be intact with no cracks. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined. Powder was observed around the "o" ring inside the valve which can cause the valve to stick and remain in an open position. If the valve is stuck in an open position, the device will spray continuously; it is unknown how the powder entered the valve. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The facility was prepping the hemospray to be used and as soon as the carbon dioxide cartridge was activated, hemospray [powder] sprayed everywhere (even with the valve in the closed position). The facility could not turn it off or place it down the endoscope. They opened up another hemospray and it worked fine to complete the procedure. There was no reportable information at this time. The following additional information was received 14-mar-2019: after following up with the customer, the device made patient contact. The following clarifying information was received 15-mar-2019: the user placed the catheter down the endoscope and engaged the carbon dioxide. Without turning the valve on or pushing the delivery button, the device started spraying. The user decided to make use of the powder and was able to cover a portion of the bleed; however, there was an inadequate amount of powder to complete the procedure. The user decided to open another hemospray kit to finish the procedure successfully. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.